Event description:
This lead was implanted on (B)(6) 2000 and was explanted. On (B)(6) 2012 due to infection. The physician was dr. (B)(6) at (B)(6)in (B)(6), utah. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).